Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead had been dislodged for some time. The lead was capped and replaced on (B)(6) 2017. Patient tolerated the procedure well and was in stable and comfortable condition.